Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump suddenly stopped working. The customer's blood glucose was unknown. The customer tried several batteries but insulin pump was not responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display. Problem isolated to power up connector. Unable to verify unexpected battery power loss due to blank display.